Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the x-ray pc was not powering on. Analysis of the log file showed the following errors were recorded: "device is unreachable" and "x-ray pc might be offline." The reported malfunction, "system was unable to boot," has been confirmed. The cause of the issue was found to be the x-ray pc was unresponsive. Upon troubleshooting, the fse identified an issue with the x-ray pc, which required replacement. To resolve the issue, the fse replaced the x-ray pc and reloaded the software. The defective x-ray pc was returned to philips for failure analysis, and the analysis revealed that the motherboard of the x-ray pc was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.